Manufacturer narrative:
Final analysis of the lead revealed that the lead body and conductor were broken and the anchor site was unknown. All conductors were broken 14.9 cm from the distal end of the lead. Final analysis of the extension revealed that the extension body and conductor were broken within 10 cm of the connector area. It was noted that the distal end of the conductor was broken up to the transition point. The #2 and #5 conductor wires were broken 3 cm from the proximal end of the extension, and the #0 conductor was broken 1 cm from the distal end of the extension.

Event description:
It was reported that an extension and lead had high impedance over 40 ,000 ohms. It was noted that the lead was visibly broken, and the patient had a loss of stimulation and therapeutic effect. It was reported that the octad lead was explanted, a surgical lead was implanted, and the extension was exchanged. Diagnostic testing and troubleshooting included impedance testing. It was noted that the lead and extension were tested separately intraoperatively. It was reported that the patient suffered no injury.

Manufacturer narrative:
Product ID 3877-45, serial# unknown, implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type lead product ID 37081-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type extension product ID 37081-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.